Event description:
The customer biomedical engineer (biomed) reported that the audio alarms shut off on their own, and system has to be rebooted to get them back up. According to the biomed, the issue has been intermittent and biomed requested a philips technical consultant onsite to resolve the issue long-term. The biomed was asked if they checked remote audio alarm speaker connections; they did. The biomed then stated that the remote audio alarm speaker had been replaced by his co-worker for department s1. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site to inspect the device. The fse confirmed the issue and re-built the system using a software revision c.03.08 media kit and performed required test per specification. The device is now functioning per specification and return to service. Results of functional testing indicate no malfunction of the device. Based on the information available and the testing conducted, the cause of the reported problem is a software issue. The reported problem was confirmed.